Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m lead, implanted: (B)(6) 2013. A 4298 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture and high impedance due to a possible fracture. The ra lead was programmed off by reprogramming to vvir mode. The lead remains implanted and no patient complications have been reported as a result of this event.